Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issues with the insulin pump and the battery life. The customer stated they would get a beeping noise but before they could see what the alarm was, the insulin pump would turn off. The issue had been going on for about 1 week. The customer¿s blood glucose level was unknown. The customer stated they could not get the insulin pump to turn on. The battery lasted 24 hours. A new battery did not bring the insulin pump¿s display back. The customer also reported that there were scratches on the screen. The customer stated the battery compartment was corroded. It was noted that the customer got the insulin pump to turn on. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on lcd board. We were unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with corroded battery tube, severely scratched display window, cracked battery tube threads, partially broken off reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker. No scratches on button keypad overlay noted.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.